Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging an intermittent power issue with battery compartment damage and battery compartment moisture ingress. The patient¿s blood glucose was reportedly 468 mg/dl with extreme thirst on an unspecified date. The reported health event does not qualify as a serious injury. It was reported the battery cap¿s yellow o-ring was visible and the cap was unable to secure properly to the pump. Reportedly the cap was 19 months old; the user guide instructs to change the battery cap every 6 months. This complaint is being reported because the alleged malfunction was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 07/29/2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed evidence of rebooting events. An unexplained reboot occurred on (B)(6) 2015 at 0926; deliveries resumed at 1309. A loss of prime warning occurred per usual following a replace cartridge warning on (B)(6) 2015 at 1639; deliveries resumed at 2019. A reboot event occurred per usual on (B)(6) 2015 following replace battery alarm at 1535; deliveries resumed at 1723. The total daily dose history was appropriate per the user programmed basal rates. Three battery compartment cracks were observed; moisture was observed within the battery compartment. The battery cap threads were found to be damaged, however, the cap was able to secure properly to the pump. Leak testing found a battery compartment leak. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No damage or defect was found to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.